Manufacturer narrative:
The insulin pump was received with broken off end cap, missing the motor assembly, physical damage to electronic assembly, cracked and bleeding lcd glass, cracked case at the battery tube threads, minor scratched lcd window, scratched keypad overlay and missing the retainer ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer damaged the insulin pump during what was described as a "fit". The patient's blood glucose at the time of incident was 12.7 mg/dl. The end cap fell off and the internal mechanisms came out of the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.